Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left breast capsulotomy for capsular contracture, bottoming out of implant. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis (left device) and a mentor memorygel breast implant 450cc gel breast prosthesis (right device) developed capsular contracture in both breasts post implantation (baker grade I-ii in left breast, baker grade iii in right breast). Additionally, the patient¿s left breast prosthesis bottomed out. As a result, the patient underwent right breast explantation and replacement with a mentor memorygel breast implant 450cc gel breast prosthesis on (B)(6)2025. A seroma in the right breast pocket was drained during the surgery. The patient also underwent a left breast capsulotomy on the same date. The left breast prosthesis was removed, placed in antibiotic solution, and re-implanted. This medwatch report is for the patient¿s left breast prosthesis.